Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak that led to this alarm. The cassette was wet when it was removed from the cycler. Renal therapy services (rts) instructed the patient to disconnect aseptically and to drain manually. The patient was advised to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.